Event description:
Device alert error caused by malfunctioning keypad key. Ventilator ceased to operate. Patient was immediately disconnected from ventilator and manually ventilated until ventilator was replaced. Patient did not have any adverse events during ventilator exchange. (B)(6) biomed technician was able to determine that the shutdown/device alert was due to an error of the "reset" key on the keyboard. By (B)(6) 2014 the ventilator keyboard was replaced. The device passed all appropriate test, followed by a continuous run of ventilator for the next 5 days, (B)(6) 2014, with no issues. Ventilator was placed back in to operation.